Manufacturer narrative:
Follow up MDR for device evaluation. No product or photo was returned by the customer. The customer complaint of air bubbles / air in line and flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# me2020 and lot# 23119069 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: me2020. Batch#: 23119069. It was reported by customer that they placed maxzero to prime lipids and was difficult to flush and was making air bubbles and was hard to flush like it was clamped. Verbatim: *please send all customer to communication to xxxxxx, please do not include the customer, I'll forward to them* from customer contact #1: legacy staff: please add any additional information know about this product failure to the questions below. Icare:319671 bd maxguard extension set, microbore lot # 23119069 placed on maxzero to prime lipids and was difficult to flush and was making air bubbles and was hard to flush like it was clamped. Took off tubeing and replaced with new extension set and flushed without trouble replaced with a extentions set with the same lot number 1. Are you able to provide the date of event in format dd-mmm-yyyy? 03-04-2024 2. Are you able to provide the batch/lot number? 23119069 3. Was issue being described noted before, or during used? Before use 4. Was there any patient involvement? No 5. Any adverse events or serious injury reported to patient or healthcare professional? No 6. What was the patient outcome? N/a 7. Was there any delay of, or change in, the course of treatment due to this event? No. 8. What procedure was being performed? N/a. 9. What medication was used in the procedure? Lipids. 10. Was there any medical intervention due to this event? No. 11. Does a return shipping label need to be generated? If yes, kindly provide the sender¿s name and address. Unknown. Note: no further information available. From customer contact #2: I have no additional information to add.